Event description:
The olympus sales support specialist reported on behalf of customer that the certified pre-owned, evis exera iii xenon light source displayed an error code e200 (turret error). The issue was found during setting up of the device (upon receipt). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was of confirmed. Although error code 200 (turret error) was not duplicated, there was a grinding noise which had been caused by a bent turret assembly. In addition, the front panel was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
Correction h3 - not returned to manufacturer was inadvertently selected. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record was unable to be performed as a result of the serial number not being available. E200 error occurs when an abnormality is detected in the turret. As there was a failure of the turret observed during inspection, the investigation determined that this was likely the cause of this error. The damaged turret found in the evaluation may have caused by some type of external source. Instructions for use (IFU) addresses this failure: ¿do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor the field performance of this device.